Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11. Corrected fields: h6(problem code, type of investigation, investigation conclusion).

Manufacturer narrative:
Due to character limit in the full event site name is (B)(6). A supplemental report will be submitted upon the completion of investigation.

Event description:
It was reported by customer that before use, the cardiosave intra aortic balloon pump does not trigger ECG. There was no patient involvement and no harm.

Manufacturer narrative:
Corrected fields: updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the cable was not a getinge issues cable. The customer did not accept the repair quote. The unit passed all functional and safety tests.